Event description:
Customer reports no fluoro, footswitch defective. Biomed reports the footswitch has been intermittently failing for about a month. Staff had a note on the connection that indicated, "if footswitch fails, wiggle the cable", and the footswitch would continue to work. All procedures were finished with no adverse events, no procedures were aborted or moved to another room. Biomed found that at the strain relief, the cable was bubbled up and smashed. Potential exists for injury.

Manufacturer narrative:
Liebel flarsheim manufacturing report: per product monitoring discussion with customer, the biomed found that at the footswitch cable strain relief, that the cable was bubbled up and smashed. The field service engineer replaced the footswitch and cable combination and verified proper operation per the manufacturers service manual, and returned to service. System returned to full service by the customer.